Event description:
Boston scientific received information that the programmer's screen was faded. This programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer underwent visual and functional testing. The programmer was powered on to check for error reports or boot-up issues. Analysis found that there was an issue with a portion of the circuitry related to the programmer screen and there was evidence of overheating. The component was then replaced, and the programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
Upon receipt, the programmer underwent visual and functional testing. The programmer was powered on to check for error reports or boot-up issues. The lower half on the inverter was defective and the inverter cover was melted. The inverter was then replaced. The programmer passed throughout all tests. This programmer was clinically out of specification.